Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) the device was returned to the factory for evaluation on 11/18/2021. An investigation was conducted on 11/23/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the gray silicone insulation. The gray silicone insulation was observed to be intact, no visual defects were observed. There were no visual defects observed on the heater wire. An electrical evaluation was conducted. A pre- cautery test was performed per the instructions for use (IFU) with a reference cable and reference power supply at level 2.5. The device failed the pre-cautery test. Upon pulling the toggle to the proximal position to activate the harvesting tool, the power supply did not produce the intermittent beeping sound and the soaked gauze between the jaws of the harvesting tool did not produce steam. It was observed that the jaws of the device did not heat up enough to produce steam right away indicating that there was a circuit short somewhere in the internal circuitory. An engineering evaluation was conducted. The device handle was opened to evaluate the internal circuit, wires, and switch for any circuit shorts. It was observed that the connector wires were welded correctly to the switch without any breaks. There were no residues or contamination seen on the switch. The internal components of the toggle appeared to be intact. There were no non-conformities observed with the tool handle. To check if the insulation of the input wire was damaged while inserting the rivet at the shaft tip, the shaft tip and rivet was removed to expose the input wire. No cuts or knicks were observed on the insulation of the input wire. The hot jaw was evaluated under microscopy. It was observed that there was a point at which the cutter wire and the integrated welder were in contact at the proximal end of the hot jaw causing the circuit to short and not allowing enough heat, to the cutter wire,to cut and cauterize the tissue effectively. An engineer evaluation was conducted. See attached engineer evaluation. Based on the evaluation results, the reported complaint was confirmed for the reported failure mode ¿failure to cut¿, as well as for the analyzed failure "failure to deliver energy". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, there was a malfunction. The device would not cut upon activation of power toggle switch. New kit was opened to complete case. No patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.